Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. This report shows all information available at the time of submission.

Event description:
The reporter alleged that during planned maintenance the instrument bedside unit (ibsu) had a unrecoverable alarm. No harm to any user or patient. The field service engineer replaced the arm back up battery prior to the surgery, the bsu was functional and the surgery went ahead as planned. At the time of this report no other information is available. Cmr surgical does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.